Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on an unknown date. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6), 2013 and a revision procedure on (B)(6), 2013. It further suggests all components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-06641 and 08740).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on an unknown date. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2013 and a revision procedure on (B)(6) 2013. It further suggests all components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the patient underwent a left total hip arthroplasty on (B)(6) 2013. Additional information received in patient's medical records revealed the (B)(6) 2013 revision was due to an unstable left hip. The patient's operative report noted the head and acetabular liner was removed and replaced. The implant product identification and review of invoice history only showed the acetabular liner implant. Additional information received in patient's medical records revealed a second left hip revision surgery performed on (B)(6) 2014 due to an unstable hip. The patient's operative report noted the head, locking ring, and acetabular liner was removed and replaced.